Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation where the reported event was identified. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling: this issue is addressed in the instructions for use (IFU): -inspection of the bending mechanism olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the videoscope exhibited deformation of the angle shaft and the bending section cannot be controlled at all. There were no reports of patient involvement.